Manufacturer narrative:
While the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure and the hematoma was noted before the vascade device was used for closure. Hemostasis was initially reportedly achieved with the vascade vcs. Additional pressure was successfully applied post procedure to reduce a hematoma.

Event description:
The patient was noted to have an intra-procedural hematoma that had formed during the case. The vascade was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock and the black sleeve retracted. The collagen was successfully deployed and final hemostasis was achieved with the device. When the patient arrived in the pacu, the hematoma was growing, manual compression was performed and the patient was transferred to the cvss where the patient then received 2 units blood. The hematoma was finally resolved but the patient was bruised from front to back on the site where the pressure was held, as well as was very tender to the touch. On (B)(6) 2016, the patient was still hemostatic and was released later that day.